Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x14 alarm, indicating that an occlusion occurred. No bends or kinks were observed in the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in pain during insertion; a root cause could not be determined. Interference was found between the tube nut and reservoir cap. Score marks were observed on the tube nut at the point of interference with the reservoir cap. No other evidence was found that would result in an occlusion occurring; a root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 477 mg/dl while wearing the pod for less than one hour. When removed from the infusion site (abdomen), the pod's cannula was found bent. Patient also complained of pain at the insertion site. As treatment, the patient gave herself boluses. The patient's blood glucose history are as follows: time: 11:02 am, bg(mg/dl): 477; 1:09 pm, 292; 1:21 pm, 287; 4:41 pm, 207; 5:08 pm, 192; 6:08 pm, 99.